Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was cardiac disease. It was not reported whether the patient was hospitalized or if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An external & internal inspection was performed which revealed no anomalies. A short simulated therapy was performed successfully. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. Per pal evaluation, there were no failures, malfunctions or iipv events identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.